Event description:
Device history record was not reviewed as this is a known issue for which the pump has normal behaviour. The history log shows that the total dose infused is reduced after an occlusion. "The issue related to the total infused volume on pca pumps is a known and expected behavior caused by occlusions, which are part of the pump's normal operation. When an occlusion occurs, the pump responds appropriately by emitting a red visual alarm. During this process, the syringe pump motor briefly reverses to relieve pressure in the line, resulting in a slight reduction in the total volume infused. This behavior is outlined in the instructions for use (IFU) and is part of the pump's designed functionality when managing an occlusion. In this case, the agilia sp pca pump performed as expected, with no defects identified. A communication will be released shortly to provide more clarity on this topic, and training is being reviewed. To our knowledge this complaint is not being related to patient safety.". This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: patient admitted on morphine pca (new pca machine type) in the morning. Pump occasionally occluding but no overt cause for concern- corrected by opening door and restarting and bolus being observed to being administered on the pump thereafter on the machine (by volume administered percentage going down). In early evening went to observe an occlusion and correct it. Corrected fine and bolus said to go through. Looking at syringe however was still only at 46/47ml. The syringe had been started in the morning and has a background and patient pushing pca quite regularly through the day so volume definitely should have gone down by more. Date of incident: 17/08/24 to 20/08/24 checked programming- all correct and as per prescription. No clamps clamped. Opened cover and reinserted syringe to check it is put in place correctly which it was. Checked with patient he appears settled in bed but said he felt much the same. Informed pnp for troubleshooting- observed a bolus being pushed in and plunger I believe does move when bolus administered but ? Not the full volume per bolus. No. Times experienced: over the weekend. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.